Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 8fr angioseal sts plus device was received for product analysis at terumo medical corporation. The device was returned with the polyfoil pouch and the bypass tube. The returned components were subjected to visual analysis where the polyfoil pouch was found partially open. The device cap of the angioseal sts plus device could be seen protruding from the partially open polyfoil pouch at an angle. The bypass tube was returned detached from the distal tip of the carrier tube assembly and outside of the polyfoil pouch. For functional testing the bypass tube was fitted over the distal end of the carrier tube assembly. There were no anomalies noted when this was performed. Angioseal sts IFU state: "under strict conditions and using sterile field, remove the angioseal device contents from the foil package, taking care to pull foil apart completely before removing the angioseal device". There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the protection system was delivered detached. The following information was provided by the user facility: no patient involvement, was pre-treatment.